Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced inconsistent ilet alert feedback in which the device sometimes vibrated once with a single or triple beep and other times produced multiple beeps without vibration during low glucose alarms, while another user was unaffected; the user performed a restart without resolution, then toggled alert settings off and on and adjusted volumes, which restored expected behavior, and education on alert settings was provided. Symptoms included shakiness associated with a low glucose event in the 50s mg/dl for approximately 10¿15 minutes while using a libre 3+ sensor. Outcomes included self-treatment with oral carbohydrate without medical intervention or hospitalization. Investigation included device-use review, troubleshooting of alert and volume settings, and user education. Investigation of this case revealed that the device¿s alert output was functioning as intended after settings were reconfigured, indicating no confirmed hardware failure of the alert system. It was concluded, based on previously established findings for similar reports, that user settings or interaction were the likely cause.